Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. It was noted that the right atrial and right ventricle leads were not working properly. The patient had experienced pocket stimulation with atrial pacing and the r-wave amplitude had dropped. Prior to procedure on (B)(6) 2018, clavicular crush was noted. The leads were capped and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. It was noted that the right atrial and right ventricle leads were not working properly. The patient had experienced pocket stimulation with atrial pacing, the r-wave amplitude had dropped and low impedance was observed on both leads. Prior to procedure on (B)(6) 2018, clavicular crush was noted. The leads were capped and replaced on (B)(6) 2018. The patient was stable throughout.